Manufacturer narrative:
(B)(4). Concomitant products: catalog number: 157446 lot number: 392910brand name: m2a-magnum mod hd. Catalog number: 139252 lot number:586290 brand name: m2a-magnum 42-50mm tpr insert. Catalog number:us157852 lot number:384970 brand name: m2a-magnum pf cup. Catalog number: 103201 lot number:657630 brand name: taperloc por fmrl 6.0x132. Multiple reports were submitted along with this report : 0001825034-2022-00442, 0001825034-2022-00443. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to elevated metal ions, effusion and adverse local tissue reaction (altr) approximately 13 years post implantation. During the revision, an abductor tear and trochanteric bursa metal debris were noted. Metal debris noted to the posterior capsule and beneath the greater trochanter. The head and taper adapter were exchanged without complications. Femoral head trunnion had <20% area of dulling. The stem and cup remained implanted. It was noted the stability check showed no stability posteriorly and anteriorly. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: elevated metal ions, effusion on MRI, local soft tissue reaction r/t metal debris. Trochanteric bursa removed d/t metal debris. Abductor tear repaired. Metal debris noted to the posterior capsule and beneath the grater trochanter. Femoral head removed and noted trunnion had <20% area of dulling, trunnion cleaned. Acetabulum with metal debris and cleaned with soft tissue to path. Reported event was confirmed by review of medical records provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.